Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with pillowing keypad overlay, broken belt clip rails, cracked case, cracked case (battery tube), and cracked battery tube threads. Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Info information received by medtronic indicated that the insulin pump¿s right arrow and center button was not responding. Also there was crack. No harm requiring medical intervention was reported. The device will be returned for analysis.